Manufacturer narrative:
Rapid port ez strain relief. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a rapid port ez strain relief. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Health professional reported displacement with an ez port access port of a lap-band device. The port was explanted because the "port had flipped." "During the 2nd fill appointment, the pt complained of decreased satiety and restriction. The doctor found an adjustment couldn't be done." A fluoroscopy was performed and the doctor saw the port had flipped. During explant surgery the port was replaced.